Manufacturer narrative:
Correction: g2. Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed the tubing was separated from the second y-site clearlink in the downstream part. During the examination of the tubing, it was observed that there was a lack of solvent applied in the all the circumference of the tubing. The reported condition was verified. The cause of the reported condition was improper manual assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the y-connection. The set had been spiked to vasopressin and primed when the tubing was put into the pump and it was observed that the tubing fell apart at the y-connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.